Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump for unknown indications for use. It was reported that the participant was at the clinic for a pump refill. She reported that she had a pet scan done in an outside facility and it was noted that the catheter has disconnected/dislogement. The participant did not have any signs of withdrawal, but she was having increased spasticity. Side port access was unsuccessful. It was noted that the itrathecal catheter was implanted in 2009. The baclofen dose was decreased and she was scheduled for catheter revision. On (B)(6) 2024, the participant had the intrathecal catheter replaced and was discharged home in stable condition. The catheter issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 06-apr-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.